Manufacturer narrative:
The investigation is ongoing. We will provide results with a in separate follow-up report.

Event description:
It was reported that during an in-house transport to the operating theatre the patient turned blue. High co2 was measured. The oxylog did not show a ventilation curve. The device reportedly did not alarm. After the event the oxylog was used for the transport back and operating properly. There was no injury reported.